Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida. Concurrent conditions included menometrorrhagia, dysmenorrhea, uterine fibroids, essential hypertension and obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced fatigue ("fatigue"), 4 months 12 days after insertion of essure (ess205). In january 2006, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), essential hypertension ("blood or heart disorder/condition type: essential hypertension") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyoma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), infection ("infections"), menstrual disorder ("menstruation issues"), vulvovaginal pain ("vaginal pain"), flank pain ("oblique areas pain"), back pain ("back pain/lower back area") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and high uterosacral). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, infection, menstrual disorder, anxiety, depression, migraine, essential hypertension, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, uterine leiomyoma, vulvovaginal pain, flank pain and abdominal pain upper outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the back pain was resolving. The reporter considered abdominal pain upper, anxiety, back pain, depression, device dislocation, dysmenorrhoea, essential hypertension, fatigue, flank pain, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: two coils are noted: right, coils are noted- left current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Event clubbed: back pain/lower back area. Event outcome added for back pain/lower back area. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida. Concurrent conditions included menometrorrhagia, dysmenorrhea, uterine fibroids, essential hypertension and obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced fatigue ("fatigue"), 4 months 12 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and headache ("migraines / headaches(headaches)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), essential hypertension ("blood or heart disorder/condition type: essential hypertension") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyoma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), vulvovaginal pain ("vaginal pain"), flank pain ("oblique areas pain"), back pain ("back pain/lower back area") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and high uterosacral). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, infection, menstrual disorder, anxiety, depression, migraine, essential hypertension, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, uterine leiomyoma, vulvovaginal pain, flank pain, back pain, abdominal pain upper and headache outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain upper, anxiety, back pain, depression, device dislocation, dysmenorrhoea, essential hypertension, fatigue, flank pain, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: two coils are noted: right, coils are noted- left current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jan-2019: plaintiff fact sheet received : outcomes of event "pelvic pain" was updated from unknown to recovering. New event "headache" added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida. Concurrent conditions included menometrorrhagia, dysmenorrhea, uterine fibroids, essential hypertension and obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced fatigue ("fatigue"), 4 months 12 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and headache ("migraines / headaches(headaches)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), essential hypertension ("blood or heart disorder/condition type: essential hypertension") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyoma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), vulvovaginal pain ("vaginal pain"), flank pain ("oblique areas pain"), back pain ("back pain/lower back area"), abdominal pain upper ("stomach pain"), urinary tract infection ("urinary problem -urinary tract infection"), cystitis ("bladder / urinary problems -bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and high uterosacral). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, infection, menstrual disorder, anxiety, depression, migraine, essential hypertension, nausea, fatigue, weight increased, uterine leiomyoma, vulvovaginal pain, flank pain, back pain, abdominal pain upper and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, urinary tract infection, cystitis and vaginal infection had resolved. The reporter considered abdominal pain upper, anxiety, back pain, cystitis, depression, device dislocation, dysmenorrhoea, essential hypertension, fatigue, flank pain, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: two coils are noted: right, coils are noted- left current weight 265 lbs. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida. Concurrent conditions included menometrorrhagia, dysmenorrhea, uterine fibroids, essential hypertension and obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 4 months 12 days after insertion of essure (ess205), the patient experienced fatigue ("fatigue"). In january 2006, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), essential hypertension ("blood or heart disorder/condition type: essential hypertension"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyoma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), infection ("infections"), menstrual disorder ("menstruation issues"), vulvovaginal pain ("vaginal pain"), flank pain ("oblique areas pain"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and high uterosacral). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, infection, menstrual disorder, anxiety, depression, migraine, essential hypertension, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, uterine leiomyoma, vulvovaginal pain, back pain and abdominal pain upper outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain upper, anxiety, back pain, depression, device dislocation, dysmenorrhoea, essential hypertension, fatigue, flank pain, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: two coils are noted: right, coils are noted- left current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " abnormal bleeding (vaginal, menorrhagia), mental anguish and depression, migraines / headaches, essential hypertension, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, other injury(ies) or complication please describe:uterine leiomyoma, stomach pain, oblique area ,vaginal pain, back pain, she did not undergo essure confirmation test " added. Outcome of event ¿ abnormal bleeding¿ updated as recovered. Reporter, patient and product information added. Concomitant condition and drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida and uterine bleeding. Concurrent conditions included menometrorrhagia, dysmenorrhea, uterine fibroids, essential hypertension and obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced fatigue ("fatigue"), 4 months 12 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and headache ("migraines / headaches(headaches)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), essential hypertension ("blood or heart disorder/condition type: essential hypertension") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyoma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), vulvovaginal pain ("vaginal pain"), flank pain ("oblique areas pain"), back pain ("back pain/lower back area"), abdominal pain upper ("stomach pain"), urinary tract infection ("urinary problem -urinary tract infection"), cystitis ("bladder / urinary problems -bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and high uterosacral). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, infection, menstrual disorder, anxiety, depression, migraine, essential hypertension, nausea, fatigue, weight increased, uterine leiomyoma, vulvovaginal pain, flank pain, back pain, abdominal pain upper and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, urinary tract infection, cystitis and vaginal infection had resolved. The reporter considered abdominal pain upper, anxiety, back pain, cystitis, depression, device dislocation, dysmenorrhoea, essential hypertension, fatigue, flank pain, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: two coils are noted: right, coils are noted- left current weight 265 lbs. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Medical history was added.fu received.no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida. Concurrent conditions included menometrorrhagia, dysmenorrhea, uterine fibroids, essential hypertension and obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced fatigue ("fatigue"), 4 months 12 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain ("severe pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and headache ("migraines / headaches(headaches)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), essential hypertension ("blood or heart disorder/condition type: essential hypertension") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine leiomyoma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), vulvovaginal pain ("vaginal pain"), flank pain ("oblique areas pain"), back pain ("back pain/lower back area"), abdominal pain upper ("stomach pain"), urinary tract infection ("urinary problem -urinary tract infection"), cystitis ("bladder / urinary problems -bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and high uterosacral). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, infection, menstrual disorder, anxiety, depression, migraine, essential hypertension, nausea, fatigue, weight increased, uterine leiomyoma, vulvovaginal pain, flank pain, back pain, abdominal pain upper and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, urinary tract infection, cystitis and vaginal infection had resolved. The reporter considered abdominal pain upper, anxiety, back pain, cystitis, depression, device dislocation, dysmenorrhoea, essential hypertension, fatigue, flank pain, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: two coils are noted: right, coils are noted- left current weight 265 lbs. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, vaginal discharge were updated, reporter was added., urinary tract infection and urinary problem , bladder problem and cystitis were combined together and vaginal infection event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy due to complication from essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.